Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Regulatory agency reporting on behalf of a patient who reported " I had the surgery and they put expanders in, not long after being home during recovery time my drain bags turned green, I was very ill. I was rushed into surgery and had everything scraped and cleaned and expanders removed. Some breast tissue had died. I was so deformed following this". This relates to an unknown side.